Event description:
It was reported that the patient ¿needed an MRI (magnetic resonance imaging) to check the tip of her catheter for granuloma.¿ it was not reported what the symptoms were related to checking for granuloma or when those symptoms began. The patient had been treated for cellulitis of the left foot and leg as reported in manufacturer report #3004209178-2013-08757. It was noted by the healthcare provider (hcp) that the patient had ¿moved up north and drove down for her last refill ,¿ the patient was ¿likely not coming back,¿ that the patient never scheduled the MRI and the hcp had not heard from the patient ¿in a while.¿ the device system was used to infuse morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that an MRI was being performed to check the tip of the catheter for a potential problem; it was thought that the ¿tip was clogged or something¿. It was later reported that an MRI was done and indicated no granuloma present. The patient had had an increase in pain. The patient was receiving effective therapy.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4).